Manufacturer narrative:
Product ID: 3093-28 lot# v823874, implanted: 2011 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported a loss of therapeutic effect. It was indicated that the implantable neurostimulator (ins) was wonderful. The patient was diagnosed with lung cancer in (B)(6) 2012 and lobes were removed on (B)(6) 2012 on the right upper quatrain. It was noted that since the surgery she was having problem urinating and started to use a catheter for few days in the week but now patient needed to use catheter every day. The patient was not sure if she was having problems urinating because of the surgery or what it could be. The patient stated prior to surgery she did not have any alarming episode with therapy. The patient had tried adjusting stimulation which did not help. The patient was diagnosed with lung cancer (B)(6) 2012 and had lobes remove (B)(6) 2012. Additional information received on 2015-04-21 indicated that the implantable neurostimulator (ins) was not working. It was noted that the patient believed that the (ins) was expired as it was implanted 5 years ago. It was believed that the patient turned the device off years ago but she was not sure. Reporter later called indicating that patient was intending to have ins removed because other health related issues are taking priority. The patient was concern initially with pursuing an MRI. Additional information received 2 days later indicated that representative used a patient programmer to confirm the patient¿s device was off. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that a loss of therapeutic effect had occurred. It was reported that patient's implantable neurostimulator (ins) had been "wonderful." The patient had been diagnosed with lung cancer in (B)(6) 2012 and lobes were removed on (B)(6) 2012 on the right upper quatrain. It was stated that since the surgery the patient was having a problem urinating. She started to use a catheter few days a week but now she was needing to use catheter everyday. It was unknown if this past surgery was the problem. Prior to surgery, the patient did not have any alarming episodes with therapy. She tried adjusting stimulation but it did not help. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.